Event description:
It was reported that the cs300 intra-aortic balloon pump had a broken ECG port. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm verified that the connector was broken and replaced the connector. The stm started to complete the requested preventative maintenance (pm) after the repair during the pm the stm installed the 5k kit and found one leg of the thermal switch to be broken off of the thermal switch and also found that one of the wires from the pump assembly was stripped from the grommet being gone from the housing and had been taped for repair. The stm ordered the parts and replaced the pump assy. The thermal switch and the cable for the thermal switch; however, the unit would not power up past the display testing. The stm tried the main board with no success. The stm spoke with the customer contact and they indicated they would talk to the facility to see if the unit has the cost value to continue the servicing. The biomedical personnel contacted the stm and asked to close out the service order with what has been done to the unit. The facility has decided that the repair cost far exceed the value of the unit and want to retire it. The service was discontinued per the customer's request and the stm revisited the site and removed the ECG connector and returned the unit to the customer as it was. The unit is to be retired and removed from service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump had a broken ECG port. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.